Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she changed the infusion set. Customer reported that she just checked the tubing and it started working. Customer's blood glucose was 500 mg/dl yesterday and she gave herself a manual shot. Customer's blood glucose went down to 115 mg/dl. Customer's current blood glucose is 288 mg/dl. Customer reported that she felt dizzy. Customer did not test for ketones. Customer can see some air bubbles in the reservoir. Customer removed the cannula from the site and the site began bleeding profusely. Customer performed the high pressure test and the pump passed. Customer stated that she ate a lot of food today due to her low blood glucose. Customer believes that is why her blood glucose is high now. Customer mentioned that she takes baby aspirin. Customer was advised to change the set and monitor the issue.